Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smarttouch® sf bi-directional nav catheter and a signal loss occurred. This event was originally assessed as reportable for signal loss, however, additional information was received that there were other electrocardiogram signals available for the physician to monitor the patient¿s heart rhythm. The signal loss was only on the carto 3 system. Therefore this event has been reassessed as not MDR reportable since the patient's heart rhythm was still visible to the operator when the signal loss occurred. The risk to the patient is low. Upon receipt, the catheter was visually inspected and the connector receptacle and pins have light green material on them. An irrigation test was performed and the catheter passed, no leakage was observed. A scanning electron microscope (sem) testing was performed in order to identify the components of the material. The test identified that material was composed of elemental carbon, oxygen, sulfur, chlorine, nickel, copper and zinc. The root cause of the material remains unknown. Continuing with the visual inspection shaft was found slightly bent at the client tip and the rocker arm was detached from the handle. During the analysis, marks of welding were found in the device that indicates a proper assembly of the rocker arm. The catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures the customer complaint cannot be confirmed.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on (B)(6) 2015. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
This event was originally assessed as reportable for signal loss, however, additional information was received on (B)(6) 2015 that there were other electrocardiogram signals available for the physician to monitor the patient¿s heart rhythm. The signal loss was only on the carto 3 system. Therefore this event has been reassessed as not MDR reportable since the patient's heart rhythm was still visible to the operator when the signal loss occurred. The risk to the patient is low. (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smart touch bi-directional navigation catheter approved under PMA # p030031/s053. (B)(4)

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool smarttouch sf bi-directional nav catheter and a signal loss occurred. When the catheter was connected there was a loss of all the electrocardiograms (ECG) and a non-MDR reportable low temperature issue occurred. The problem remained despite the cable replacement. The problem was solved by replacing the catheter. The procedure was completed and there was no patient consequence. Multiple attempts have been made to request further details of the event. However, no additional information has been provided. It is unknown if the noise occurred on all the channels, including the 12 leads of body surface and all intracardiac ecgs, as well as if the noise was present on the carto and recording system. In addition, it is unknown if there was any ECG signal available for the physician to monitor the patient's heart rhythm, therefore in taking a conservative approach this event has assessed this event as reportable.